Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unusable battery detected in bay #1, safety disk replacement is due. There was no patient patient involved.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unusable battery detected in bay #1, safety disk replacement is due. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Getinge field service engineer (fse) stated, attended the site and located the unit to be repaired, user failed to push the console firmly into the cart/preventing the unit from charging. The error was rectified and the system started charging/returned back to service.